Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 6 atms to the third inflation. The first two inflations were also to 6 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous distal circumflex coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a guidant universal guidewire and a 6 fr terumo sl4 guide catheter to cross the lesion. The maverick2 monorail 20/2.0 mm balloon was removed and replaced with a quantum maverick monorail 8/2.75 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.